Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 537 mg/dl. The customer stated that her doctor felt the insulin pump was not working correctly and wanted her to call in to get information on upgrading. The customer changed the infusion set two days prior to the hospitalization. Troubleshooting was performed. The insulin pump was programmed correctly and it passed the prime test. The customer stated that it is very difficult to read what is on the screen due to scratches and cracks. Also found that the customer was using expired infusion sets. The customer agreed to receive a replacement insulin pump while she upgrades. Advised the customer that the insulin pump will be replaced. Advised the customer that it is not recommended to use expired infusion sets.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.